Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported bd vacutainer® cpt¿ cell preparation tube with sodium citrate experienced foreign matter in tube biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when opening the package, it was found that there was foreign matter in the tube.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported bd vacutainer® cpt¿ cell preparation tube with sodium citrate experienced foreign matter in tube biological and non-biological this event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when opening the package, it was found that there was foreign matter in the tube."